Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.

Event description:
At the omega plus ti compression hip screw operation, when the surgeon drilled 3.2mm drill for the screw, drill broke at the lateral cortical bone. The surgeon tried to correct the tip of drill but it dropped into the canal and left in the canal.